Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed on a stored egm when the asymptomatic patient presented in clinic during follow-up. Programming changes were recommended.

Event description:
New information received indicated that programming changes were made for previous post-paced t-wave oversensing episodes. Additional post-paced t-wave oversensing episodes were observed. Programming changes were made and further testing was recommended.